Event description:
It was reported that the patient experienced high impedances on the spinal cord stimulation (scs) leads and implantable pulse generator (ipg) and reported increased back pain compared to the time of the initial implant. As part of the intervention, both the ipg and leads were replaced. Electrocautery was used during the procedure. Postoperatively, the patient was reported to be doing well. The explanted devices will not be returned for analysis, as they were disposed of in accordance with facility policy.

Manufacturer narrative:
Block b3: approximated based on the year (mid 2024) provided by sales employee. Additional suspect medical device components involved in the event: model number/catalog number: sc-2158-50. Serial number: (B)(6). Batch/lot number: 20577600. Model/catalog description: linear lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2158-50. Serial number: (B)(6). Batch/lot number: 5016152. Model/catalog description: linear lead kit 50 cm. Unique identifier (UDI) #: (B)(4).